Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to a defective c19 capacitor on the defibrillator pca. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.